Manufacturer narrative:
Product complaint #: (B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Were the donuts inspected? If so, please describe. Was there any patient consequence as a result of the procedure being prolonged 90 minutes? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, using the circular stapler (cdh29a) rather than cutting and stapling, it only cut without stapling and their was no audible feedback that the firing sequence had been completed. But the washer was broken not intact. Surgery was delayed 90 minutes. A new stapler was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: 1. Colon cancer. 2. Dr. Ak, cairo university hospital ¿ good experience with the device. 3. Low-b. 4. Yes. 5. No. 6. No. 7. No donuts, due incomplete firing. 8. Yes. 9. N/a. 10. Good shape.

Manufacturer narrative:
(B)(4). Date sent: 03/31/2020. Additional information received: no product available for return.

Manufacturer narrative:
(B)(4). Date sent: 03/03/2021. D4: batch # t5cv6h. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line, and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.